Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5073205) on (B)(6) 2017. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ("menstrual pain") and autoimmune disorder ("autoimmune disease") in a female patient who had essure (batch no. 62393dk(invalid)) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), visual impairment ("vision decrease"), alopecia ("hair thinning"), general physical health deterioration ("physical health declines"), mental disorder ("mental health declines"), autoimmune disorder (seriousness criterion medically significant), gingival disorder ("gum disease"), cyst ("large cysts"), uterine leiomyoma ("fibroids"), weight increased ("weight gain") and gastrooesophageal reflux disease ("gerd") with dyspepsia. The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea, visual impairment, alopecia, general physical health deterioration, mental disorder, autoimmune disorder, gingival disorder, cyst, uterine leiomyoma, weight increased and gastrooesophageal reflux disease outcome was unknown. The reporter considered alopecia, autoimmune disorder, cyst, dysmenorrhoea, gastrooesophageal reflux disease, general physical health deterioration, gingival disorder, mental disorder, uterine leiomyoma, visual impairment and weight increased to be related to essure. The reporter commented: hysterectomy only resolved 1.3 of the issues. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5073205) on 28-nov-2017. This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ("menstrual pain") and autoimmune disorder ("autoimmune disease") in a female patient who had essure (batch no. 62393dk) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), visual impairment ("vision decrease"), alopecia ("hair thinning"), general physical health deterioration ("physical health declines"), mental disorder ("mental health declines"), autoimmune disorder (seriousness criterion medically significant), gingival disorder ("gum disease"), cyst ("large cysts"), uterine leiomyoma ("fibroids"), weight increased ("weight gain") and gastrooesophageal reflux disease ("gerd") with dyspepsia. The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea, visual impairment, alopecia, general physical health deterioration, mental disorder, autoimmune disorder, gingival disorder, cyst, uterine leiomyoma, weight increased and gastrooesophageal reflux disease outcome was unknown. The reporter considered alopecia, autoimmune disorder, cyst, dysmenorrhoea, gastrooesophageal reflux disease, general physical health deterioration, gingival disorder, mental disorder, uterine leiomyoma, visual impairment and weight increased to be related to essure. The reporter commented: hysterectomy only resolved 1.3 of the issues. Further company follow-up with the consumer is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.